Event description:
It was reported that a burr detachment occurred. The target lesion was located in the moderately calcified proximal left anterior descending artery. A 1.75mm rotapro was selected for use. During the procedure, the burr came off from the catheter. The device was removed by pulling back the device with the help of a rotawire drive. The procedure was completed without patient complications reported.

Event description:
It was reported that a burr detachment occurred. The target lesion was located in the moderately calcified proximal left anterior descending artery. A 1.75mm rotapro was selected for use. During the procedure, the burr came off from the catheter. The device was removed by pulling back the device with the help of a rotawire drive. The procedure was completed without patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotawire used in the procedure was returned inside of the rotapro device. The detached burr was received on the rotawire. Visual inspection of the device found that the burr was detached and that the coil was stretched at the point of detachment.